Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy procedure, a first reload was used with the handle, the surgeon was able to press the green button, but it did not fire, another reload was used and it still wasn't able to fire. A new handle was used and it worked fine. There was no patient injury.